Manufacturer narrative:
(B)(4). The customer reported that the device locks up during operational check. The device was evaluated at philips. The symptom was clarified as the unit hangs and locks up at the charge prompt during operational check. The processor pca was replaced to resolve the issue.

Event description:
The customer reported that the device locks up during operational check.